Event description:
Duragen onlay and duraseal (on the suture) were used for a dural closure on the posterior cranial fossa. At 10 days, cerebrospinal fluid leak appeared. Surgical intervention was required. The leak was below the graft. The duraseal will not be returned for evaluation. Additional information obtained on 26aug2016 from a non-integra sales representative: it is unknown if the patient has an allergic history. This was a personal remark made by the sales representative. The patient had a fistula repair. In the revision surgery, the leak was sealed with fibrin glue. This was the first time the product was used by the doctor. It was reported that the doctors are aware that this event is expected and they are willing to keep using the products. A conference call was initiated to obtain further information. However, the doctors were unavailable at the time. Request for additional information has been requested from the sales representative and on 13sep2016, the following was provided: duragen onlay 7.5cm x7 .5 cm (product ID not provided) with lot number 1133190 was used. It was confirmed that duraseal (product ID: 206320 duraseal exact spine sealant system) was used on this patient in the cranial area. The csf leak was discovered due to a visible globe observed. Relevant diagnostic and lab tests were requested but the sales representative stated they do not have access to this information. The original surgery when the duragen and duraseal were used and implanted was on (B)(6) 2016 (to be verified). The date of the revision surgery where fibrin glue was used was on (B)(6) 2016. Patient outcome was reported as good. Duragen will not be available to be returned for evaluation. Linked to mfg report number 3003418325-2016-00022 (same patient) and 3003418325-2016-00023 (same reporter, similar issue, different patients).

Manufacturer narrative:
Product ID updated. Additional information received 27sep2016 clarifying date of surgery, date of incident, and reoperation date: surgery date was on (B)(6) 2016. The date of occurrence of the adverse event was on (B)(6) 2016. Reoperation date on (B)(6) 2016. Integra has completed their internal investigation on 30sep2016. The unit was not returned for evaluation since the unit was implanted in the patient. Ten (10) retain samples of fg lot 1133190 were visually evaluated for product and packaging appearance to confirm no deterioration. No signs of deterioration were found during the retain sample visual evaluation. Device history record of the finished good (fg) lot # 1133190 was reviewed. Finished goods (fg) lot 1133190 originates from (B)(4) at lots 105000278648 and 105000277096; that were then transferred to (B)(4) facility for further processing. According to the DHR reviews, there is no indication that the production process of these lots contributed to the complaint event. No anomalies were reported during the manufacturing and packaging processes of these lots that could be related to the reported condition. Nonconformance (ncr¿s), scar¿s and CAPA reports were also reviewed but no similar conditions have been reported since august 2013 to august 2016 on dural repair duragen product family. No similar complaints related to ¿csf leak¿ have been reported for this fg lot 1133190. Upon review of integra¿s complaint system from august 2013 to august 2016 total of six (6) complaints (including the investigation under this report) related to ¿csf leak¿ for dural repair duragen product family have been reported. Approximately (B)(4) units of dural repair duragen product family have been shipped for sales purposes since august 2013 to august 2016, resulting in a complaint occurrence rate of approximately (B)(4). Based on integra¿s medical affairs insight, chiari decompression and posterior fossa surgery are challenging procedures associated with high rates of complications including csf leak. In a retrospective review of 500 patients undergoing posterior fossa surgery¿ looking at the 60 chiari decompression patients in this study, 18% experienced a csf leak. Consequently, a csf leak in chiari patient is not an unexpected adverse event. According to the device history record review of fg lot 1133190 and the medical affairs insight, the condition is not confirmed to be related to duragen 3x3 1 pack, catalog ID-3301-I.